Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a concerning increase in spine surgical site infections (ssis) associated with the guidance system robot. The infection rate had tripled compared to fiscal year 2024, with seven fusion infections reported in fy2025, five of which involved procedures utilizing the guidance system robot. It was noted that the instrument was not properly cleaned after sterilization, as observed using a borescope down the cannula inserter. In response to these findings, the use of the guidance system robot for spine surgeries was temporarily suspended effective (B)(6) 2025, while further investigation and mitigation efforts were undertaken. Additional information was received. It was reported that the procedures being performed were sacroiliac and thoracolumbar procedures. Additional information was received. It was reported that medtronic found no issues with any of the biologics that were used and the focus shifted to other possibilities.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The procedure being performed was posterior lumbar and this took place on (B)(6) 2024. The difficulties began (B)(6) 2024, copious wound drainage was noted, and the patient was not discharged from the hospital until (B)(6) 2025. A re-operation was performed on (B)(6) 2025 for the complex repair of the lumbar wound. It was noted that the patient was immunocompromised to begin with. The patient did not experience a fever and their white blood cell count was noted as 11.3 on (B)(6) 2024. During reoperation on (B)(6) 2025, after staples were removed from the incision, 'the softened tissues fell apart in the lumbar wound'. It was noted the infection was found during the admission. E. Coli was noted after the wound site was cultured for aerobic organisms/fungi. The patient was recently admitted to hospital on (B)(6) 2025 for closure of the lumbar wound with plastic surgery. They performed closure of lumbar wound with bilateral paraspinous turnover flaps based on the lumbar artery perforators and the patient was discharged (B)(6) 2025.

Manufacturer narrative:
H2) additional information in sections a and b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.